Event description:
IV catheter. States the adapter appears like it has "silicone" on it. States when they wipe it off, the adapter appears to stay connected. 7/30/1999-reporter stated various connections are utilized with the male adapter. Ie., catheters, extension set 2c6630, etc. No patient compromise reported.